Manufacturer narrative:
Corrected MFR report number. Submitted the MDR 2016493-2025-00174 on jan 09 2025, because we already attempted to submit the same MDR 2016493-2025-00174 on jan 03 2025, for which ack1(1312209747.37.1735906375220@hcl01-l-cjwt6d3.bdx.com) was successful but ack3 (ci1735906377759.14472675@fdsahl86ceb40a_te2) failed due to duplicate MFR report number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer removed communication bus cable, checked all major component connections, disconnected and reconnected drawer cable from drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer was not being detected on the communication bus and failed. The customer stated that the malfunction occurred when user trying to issue medication for the patient. However, there was no delay in patient care reported as user was able to acquire meds from station across the hall. There were no adverse events or injuries reported based on this event.